Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the c1 don't pass the o2 input test in calibration mode. And don't reach the o2 selected in ventilation mode. The o2 mixer assembly is damaged. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the c1 don't pass the o2 input test in calibration mode. And don't reach the o2 selected in ventilation mode. The o2 mixer assembly is damaged. No patient harm or consequences.